Event description:
Spontaneous call, pt's mom reported the pump started malfunctioning, not reported if pt missed any doses or if experienced any adverse events, no other info available at this time. Not reported if available for return. Reported to (B)(6) by pt/caregiver.